Event description:
It was reported that the patient faced infusion set adhesive issue on (B)(6) 2026, since patient reported set fell off during use. The blood glucose level was high, and the patient was treated with correction injection via mdi.

Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.